Event description:
Procedure type: unk. The surgeon mentioned that the blue rubber on the trocar tore while in use. Blue pieces fell in the abdomen, however all pieces were retrieved. The seal tears when a competitor's reusable clip applier is inserted into the trocar. In this case all pieces were retrieve from the cavity, or time extended for 5 mins. The device is not going to be returned, it was discarded. No pt injury was reported.

Manufacturer narrative:
(B)(4).